Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level. Customer's blood glucose level was 52 mg/dl. Customer treated low blood glucose level with food. Customer reported sensor had calibration not accepted and change sensor error alert. Troubleshooting for low blood glucose level was not performed. It was unknown whether the customer was using auto mode feature. The insulin pump will not be returned for analysis.